Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received hardware low level failure alarm. The blood glucose level was 9.2 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The product will not be return for the analysis.